Manufacturer narrative:
The pt was admitted for a procedure on (B) (6) 2008, with a lesion in the right carotid artery. The lesion had 80% stenosis and was eccentric with thrombus present in the lesion. The vessel was 10mm in length. An angioguard was successfully delivered and precise stent was implanted without any complications. The residual percentage of stenosis was 20%. The pt was discharge the next day on aspirin and clopidogrel. Approximately one month and five months post index procedure the pt experienced a myocardial infarction. These events were deemed to be unrelated to the device implanted during the index procedure. Add'l info notes that approximately 6 months after the index procedure, the pt expired from unk reasons. The event was also deemed to be unrelated to the device implanted during the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the info available and given pt's extensive medical history and high-risk criteria inclusion, it is not possible to draw a clinical conclusion between the device and the pt's demise.

Event description:
The pt was admitted for a procedure (B) (6) 2008, with a lesion in the right carotid artery. The lesion had 80% stenosis and was eccentric with thrombus present in the lesion. The vessel was 10mm in length. An angioguard was successfully delivery and a precise stent was implanted without any complications. The residual percentage of stenosis was 20%. The pt was discharged the next day on aspirin and clopidogrel. It was noted that approximately five months post index procedure the pt had a myocardial infarction. The event was deemed to be unrelated to the device implanted during the index procedure. Additionally. It was noted that approximately a month later, the pt died of unk reasons. This event was also deemed to be unrelated to the device implanted during the index procedure.